Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation reportable finding is recorded in the b5 statement. Additional non-reportable findings were: the celling plate was deformed, air/ water cylinder has no color, suction cylinder has no color, due to damage on nozzle the water removal ability does not meet the standard value, due to wear of angle wire the bending angle in up direction does not meet the standard value, the light guide lens has a crack, adhesive on bending section cover has a crack, the connecting tube has a scratch, and the universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had degree of angulation difficulty. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube (j-tube) had foreign material. There were no reports of patient harm. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The foreign material could not be identifed. Therefore, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.